Event description:
It was reported that the patient presented to the clinic experiencing intermittent diaphragmatic stimulation. The device was reprogrammed to ventricular pacing only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.